Event description:
It was reported by svc report that scale was not operating accurately. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result code: scale needed to be calibrated.